Event description:
It was reported that the stent shaft broke. A synergy xd mr ous 3.00 x 20mm was selected for treatment of the target lesion which was located in the moderately calcified left circumflex artery (lcx) and was mildly tortuous and 80 to 90 percent stenosed. After the lesion had been predilated a second time, the synergy xd stent was advanced to the correct position. Upon inflation, the proximal part of the stent began to deploy when pressure suddenly dropped. The shaft was removed from the guide, however the distal 15cm of the shaft and the balloon remained stuck in the lcx. The physician attempted to trap the balloon and use a snare to retrieve it, however this was unsuccessful. The patient was then transferred to an operating room where the broken piece of shaft and balloon were successfully removed from the patient. During this intervention, the patient experienced discomfort and pain, as well as st segment elevation. The procedure was completed using an alternate method and the patient is expected to fully recover.